Event description:
The customer states back to back results of 114 mg/dl and 278 mg/dl on his meter. No treatment required or adverse event reported based upon these results. Return requested and replacement was sent.